Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; 17 devices had damaged/broken components, 3 had bent components, 1 had a missing component, 1 had a dirty component, and 1 had a misaligned component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 23 </noe> malfunction events, where it was reported the cot was difficult to load/unload. There was no patient involvement.